Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of the incident was in range of 50 mg/dl to 79 mg/dl which was treated with food. Customer had issues with low and high blood glucose. Customer's fingers were getting numb with shakes. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.